Event description:
It was reported that the patient presented in clinic with no pacing, no response to magnet and no telemetry. It was noted this was the first time the patient was seen at the clinic. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead x2, implanted: (B)(6) 2004. (B)(4).